Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It is reported that the implant threads stripped during placement. The procedure was completed with a different implant. Tooth site #31 universal.

Manufacturer narrative:
This report is being submitted to report additional information. The product was returned. However, the reported event was unconfirmed following visual and functional testing. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number was performed for similar events and no other similar complaint was identified. Functional testing to recreate the reported event was performed. No damage to the threads identified. Returned device was able to engage and disengage when used with in-house device. The reported event could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, the potential causes are not applicable to the investigation since device malfunction did not occur and the reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.